Event description:
An email was received reporting that the pump's battery was depleting more quickly than acceptable specifications, leading to frequent charging and safety concerns. Additionally, the continuous glucose monitor (cgm) was unable to stay in range. There was no reported impact to the customer¿s blood glucose level, as further information was not obtained due to the customer declining follow-up. The customer is currently in the process of renewal, and no additional actions or outcomes were documented.